Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer's blood glucose level was 441 mg/dl at the time of the incident and was 111 mg/dl at the time of the call. The customer was treated with syringes hor high blood glucose sugar. The customer does not report for any symptoms related to high blood sugar. The customer does not allege the insulin pump for under delivery. The reservoir will not be returned for analysis.